Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0501 captures the reportable event of bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a procedure performed on (B)(6) 2024. According to the complainant, when the securi-t replacement bolster was placed in the patient's stomach, the internal bolster got separated, and the device got separated naturally. The procedure was completed with a new securi-t replacement bolster . There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0501 captures the reportable event of bolster detached. Block h11: the returned endovive securi-t replacement bolster was analyzed. During the media analysis of the photos provided from the account, it was seen that the device bolster is detached from the feeding tube, and during the device analysis, the device bolster was not returned, however, by how the device was returned it can be seen that the bolster got detached. With all available information, boston scientific concludes the reported event of bolster detached separated was confirmed. The most probable cause is adverse event related to procedure. This might have to do with the technique used by the physician or the way the device is being handled when trying to place the securi-t device into its correct position. The device had markings at the end of the tube that suggest that the tube was attached to the bolster. Perhaps the way it was being pulled up from the patient's stomach made this part to get detached on the procedure.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a procedure performed on (B)(6) 2024. According to the complainant, when the securi-t replacement bolster was placed in the patient's stomach, the internal bolster got separated, and the device got separated naturally. The procedure was completed with a new securi-t replacement bolster. There were no patient complications reported as a result of this event.